Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: continuous low flow alarms; rising ld and plasma hbg; suspect pump thrombus. Information also included: signs or symptoms: hemolysis, abnormal pump parameters. Intravenous anticoagulation: yes. Event confirmed: unknown. Causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted after noting multiple low flow alarms on his history screen. Upon admission, the patient's lactate dehydrogenase (ldh) level elevated to 2500, and the patient's international normalized ration (inr) was therapeutic. It was reported that the patient was admitted with hemolysis and possible pump thrombus. It was noted that the patient had been admitted in january 2014 for the same issue and was treated with heparin, stabilized and sent home with an inr target of 3.0. A CT scan of the patient's chest was performed. A ramp study was performed where the pump speed was increased to 9800 with the patient's av still opening with every beat. It was noted that the patient was symptomatic with a cardiac index (ci) of 2.5. Heparin drip was started. The pump parameters were noted to be speed of 9800 rpm, power of 4.5 watts, pulsatility index (pi) of 6.5, and low flow. It was noted that the pump parameters suggest possible obstruction, especially with the patient's av opening every beat and low flow alarms. It was reported that the patient had increasing low flow alarms and severe lv dilation. During this time the patient remained asymptomatic; however, he was not able to sleep dur to the frequent alarms. A review of the submitted log file data revealed three low flow hazard episodes on two different dates. All of these events occurred while the patient was connected to power module. The patient subsequently underwent a pump exchange for suspected pump thrombus.

Manufacturer narrative:
Device evaluation: the reported low flow events were confirmed based on the evaluation of the log file submitted at the time of the event and the presence of thrombus was confirmed during the evaluation of the returned heartmate ii lvad. The pump was received for evaluation on may 7th, 2014 and the examination of the inlet stator revealed a laminated, red/white deposition adhered to the rotor bearing ball. The deposition appeared to have formed in laminated layers, which is an indication that it likely developed over an undetermined period of time while the pump was supporting the patient. Contact marks were found on the rotor near the rotor bearing ball, which indicates that the thrombus was present during operation; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The deposition was large and may have contributed to the low flow events, elevated ldh, and hemolysis. The examination of the rotor body revealed a loosely seated, white deposition. There was no evidence of lamination or denaturation to indicate that it was present in the pump while it was operating. It is possible that the deposition originated from the larger inlet stator deposition. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.